Manufacturer narrative:
The b5 has been updated. The previous report that the flanks and outer thighs were affected with a non-serious side effect, tad, was not confirmed by the diagnosing physician. Therefore annex e2332 and f11 have been removed. Annex a24 has been added. Annex a26 has been removed. Annex b15 has been added. Annex c19 has been added. Paradoxical adipose hyperplasia (pah) is a known side effect of coolsculpting treatment in which the tissue volume within the treated area becomes enlarged. This may develop usually within 2-5 months after coolsculpting treatment but there have been reports of longer onset times. The affected tissue typically forms a well demarcated border and becomes firmer than surrounding tissue. It is noted to be self-limiting but is considered permanent and does not resolve without surgical intervention such as liposuction. For this reason, pah is assessed as a serious event. While most patients with pah choose to undergo elective corrective surgery to achieve more aesthetically pleasing outcomes, in rare cases pah may also have some effect on function such as mobility. There are no known risk factors associated with the development of pah. Pah is not related to any coolsculpting device failure mode, but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. The information received from patients and their treatment providers, such as coolsculpting treatment cycles performed, hcp diagnosis of pah, history of onset, pre-treatment and post-treatment weights and photos, are reviewed by abbvie¿s medical safety physicians to verify if they are consistent with the development and characteristics of pah.

Event description:
Allergan received a report that a 42-year-old female patient was treated on (B)(6) 2018 with coolsculpting to the bilateral upper abdomen and bilateral lower abdomen using a cool advantage applicator. The patient was also treated on (B)(6) 2018 with coolsculpting to the bilateral flanks using a cooladvantage applicator. About six months post treatment, the upper abdomen and lower abdomen developed firmness and visible enlargement. On (B)(6) 2022, the patient was assessed by a physician who diagnosed the upper abdomen and lower abdomen with paradoxical hyperplasia (ph).

Manufacturer narrative:
The following information is included in the coolsculpting user manual: paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Allergan has performed due diligence requesting additional event details, as well as treatment information, from the coolsculpting treatment provider. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
Allergan received a report that a patient was treated two and a half years ago with coolsculpting to the abdomen and developed shark bites. The patient was then retreated to the abdomen and experienced enlargement. The patient has been assessed by a plastic surgeon who diagnosed the area with paradoxical hyperplasia (ph). No additional information from the practice or the patient has been provided.

Event description:
Allergan received a report that a patient was treated 2 and a half years ago with coolsculpting to the abdomen, flanks, and outer thighs and developed shark bites. On an unknown date, the patient was treated with coolsculpting agail to the abdomen and experienced firmness and visible enlargement. The patient has been assessed by a plastic surgeon who diagnosed the area with paradoxical hyperplasia (ph). No additional information from the practice or the patient has been provided.

Manufacturer narrative:
Additional information was received that the patient was treated to additional areas of the flanks and outer thighs which have also been affected. The coolsculpting user manual includes the following information listed under rare adverse events: ¿treatment area demarcation (tad): an aesthetic outcome of treatment in which the patient experiences excessive fat removal in the treatment area, resulting in a visible disruption to the continuous contour of fat, or unwanted indentation in the treated area.¿ the investigation is ongoing. If additional information becomes available, a supplemental MDR will be submitted.